Manufacturer narrative:
There is no device available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon concerns over current breakage of stryker stems and the communication available for patients who progress to a major revision surgery.